Event description:
It was reported that the right ventricle (rv) lead impedance trend indicates impedance is within normal range, however, there are spikes of high impedance and then impedance returns to baseline. It was also noted that there have been episodes of high sensing integrity counts (sic); however, currently there are no episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Three (3) - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011 02:15:04 and (B)(4) 2012 02:15:02. Weekly pace lead impedance trend data show various spike increases for max rv pace = 632 to 4144 ohms range between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
Product event summary - evaluation summary: the lead was returned and analyzed and no anomalies found. However, it was noted that the exposed rv (right ventricular) defibrillation coil was distorted, there was blood on the distal conductor, the distal conductor was covered in body tissue/fibrotic growth, the overlay tubing was cut, the outer insulation had a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking (esc) and there was apparent explant damage.

Event description:
It was reported that the right ventricle (rv) lead impedance trend indicates impedance is within normal range, however, there are spikes of high impedance and then impedance returns to baseline. It was also noted that there have been episodes of high sensing integrity counts (sic); however, currently thare are no episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.